Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer is experiencing ECG related issues. The customer is requesting that the device be returned for bench repair. It was initially reported that the alleged failure was observed while the device was in use. However, no adverse patient impact was reported.